Event description:
Reportedly, the patient died although several shocks were delivered. Several external shocks were also delivered. The physician would simply like to know the circumstances of the death.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached report microport crm doesn¿t suspect any link between the death of the patient and a malfunction of the subject crtd platinium. The review of the patient files revealed that all the electrical performances of the device were normal with proper sensing/pacing functionalities. At the supposed time of the death ((B)(6) 2025), several ventricular arrythmia were correctly detected by the device, the therapies were delivered as per device programming, but then patient show signs of electro-mechanical dissociation. The device worked as per specifications. Analysis of the subject device didn¿t reveal any anomaly.